Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-02460 and 3006705815-2020-01047. It was reported the patient's scs system was removed because it was not providing effective stimulation therapy for the patient.